Event description:
Per the clinic, the device was explanted (B)(6) 2014 due to medical issues unrelated to the device. During the same procedure, the patient was implanted with a new device on the contralateral side.

Manufacturer narrative:
This report is filed march 23rd, 2015.

Manufacturer narrative:
(B)(4).